Event description:
Device issue: none. Adverse event: angina, in-stent restenosis. Time of adverse event: 20 months post stent implantation. It was reported that approx 20 months post, a mid left anterior descending artery stenting procedure, the pt experienced angina and was found to have in-stent restenosis. Percutaneous coronary intervention was done. There was no adverse pt sequela reported. One day after the procedure, on (B) (6) 2010, the pt was discharged. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was not provided; therefore, a device history record review could not be performed. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.